Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons after 15 years. All components of the existing aus, including both cuffs, were explanted and replaced with a new aus consisting of two cuffs. No patient outcome was reported. Additional information was later received indicating the procedure was performed due to infection and hematoma in the scrotum. The patient was allowed time to heal following removal of the device. They subsequently underwent another procedure to implant a new aus in (B)(6) of 2021.